Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Serial#: unknown/not provided. Catalog#: a complete catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. Device manufacture date: unknown as product serial number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgical technician prepared the device with some difficulty. The doctor also experienced difficulty turning the rod to deliver the intraocular lens (iol) into the bag. He stated it was very hard to turn. Then, when the iol was inserted into the bag, it was scratched and had to be cut out. A backup iol was then inserted without incident. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Additional information was received and the surgeon commented that the technician did not have a problem preparing the intraocular lens (iol). The wound (in the right eye of the male patient) was enlarged, as this was a combined phaco with iol and dsaek (descemet's stripping automated endothelial keratoplasty) and the wound is normally slightly enlarged to approximately 2.7 millimeters. Reportedly, the surgeon always place a suture in the cataract incisions. There was no patient injury and the patient had a normal post-op course. Also the serial number of the lens was provided ((B)(4)). Updated the following: (B)(6), sex/gender: male. Adverse event and/or product problem: both adverse event and problem, outcomes attributed to adverse event: required intervention. (B)(4), catalog#: pcb0000130, expiration date: 01/18/2020, (B)(4). Type of reportable event: serious injury, device manufacture date: 01/18/2017, (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 08/10/2017. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. Visual inspection showed scarce amount of viscoelastic residue. A crack was observed in the cartridge tube. The intraocular lens (iol) was not returned. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.